Manufacturer narrative:
An initial emdr for this complaint was incorrectly submitted. Additional information has been received clarifying that no malfunction occurred and a complaint was incorrectly submitted for a routine preventative maintenance. As a result, no follow up emdr is necessary, as the complaint will be cancelled in our database. Please cancel in your database.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the system motherboard and the solenoid control plate. The iabp has not been returned to the customer and cleared for clinical use at this time. (B)(6).

Event description:
It was reported that after performing service, the getinge service territory manager (stm) noted the cs100 intra-aortic balloon pump (iabp) had expired batteries and safety disk. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that after performing service, the getinge service territory manager (stm) noted the cs100 intra-aortic balloon pump (iabp) had expired batteries and safety disk. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(version or model #), g3, g6, h2, h6, h10. A getinge service representative reported that additional information was requested from the customer with regard to the status of the iabp. The customer reported that the iabp was not put in clinical use after the getinge service as mentioned in the initial emdr. The iabp is not to be released for clinical use until the indicated parts are replaced. A budget for the purchase of the parts was sent to the customer, but the customer has not approved it yet, and is unknown as to when it will be approved. If any pertinent information is received in the future, a supplemental report will be submitted.